Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (rear therapy electrodes deployed gel) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing and the rear therapy electrodes were deployed. The cause for the failure and the gel deployment in the rear therapy electrodes was isolated to the electrode belt distribution node. The pulse wire heat shrink separated in the distribution node, causing the pulse wires to short together. The root cause for the separated heat shrink could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient's rear therapy electrodes had deployed gel.